Manufacturer narrative:
The ge representative performed an onsite investigation. The fluoro function board and generator interface board were reseated. The power source was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed a work station communication error message. No report of pt injury.